Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes e2kb21, 377314, 3589738, and 5021143. A search of the complaint database search finds additional reported incidents against lot codes 420742 and 435583 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Doi: (B)(6) 2013 dor: (B)(6) 2014 (left hip). Update rec'd 10/2/2014- medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient had infection and the cup was loose. The operative note didn¿t indicate the loosening was from the infection. Inflammation was also noted. Cup is now being changed to reportable and 2 screws are being added. Spacers were placed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/29/2014.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/4/16 medical records received. Medical records reviewed for MDR reportability. After review of the medical records, there is no new additional information that would affect the existing investigation. The complaint was updated on: mar 17, 2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/14/2016, 12/16/2016¿ pfs and medical records received. After review of the pfs and medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
D(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.